Event description:
It was reported that following an inflatable penile prosthesis implant, the patient could not press the pump. The patient then went to the hospital where the physician helped to operate the pump which could be pressed but would not fill with liquid. The similar problem of the pump occurred frequently. There were no patient complications reported.